Event description:
The patient called at her diabetes educator's office on february 6, saying there are bolus doses are incorrect in the pump history. She says, she programmed 6 bolus doses on february 5 adding up to a total of 31.3 units and the pump history is stating that only 6.2 units are programmed. On february 4, the pump history reportedly indicates a 12.5 unit bolus dose that she did not program. The blood glucose levels have been running high between 200-359 mg/dl and the patient did not have ketones, nausea, vomiting, or shortness of breath. This complaint is being reported based on the alleged malfunction. The patient's readings do not indicate a serious injury and the patient denied symptoms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: test boluses were correctly calculated and written to the pump history. No alarms related to the complaint were observed in the history. Review of the total daily dose showed that the pump was delivering basal insulin accurately and the number of boluses in the black box correspond with the boluses recorded in the pump history for the complaint dates. The pump was exercised for 29 hours and give a flow accuracy test. The pump was found to be delivering accurately as designed. No unprogrammed boluses were given during the investigation. The investigators were unable to confirm or duplicate the complaint and no defect or malfunction was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.